Manufacturer narrative:
Additional information: patient date of birth updated. A manufacturer representative went to the site to test the navigation system. Upon system checkout the bulkhead connector was re placed. The issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the field service engineer stating that by reinstalling the software on the system is the possible cause of the connection loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. The rep indicated that the navigation system wasn't able to establish connection to the imaging system. There was noted to be a damaged bulkhead earlier that the site had bypassed. An alternate navigation system was used and after an initial connection issue the site was able to connect and the line turned green. The issue caused a 15 minute delay in the procedure and there no change in patient outcome.